Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k062195.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010 at 10 pm. The cca was advised the patient manages her diabetes with metformin tablets (1000 mg). It is not known what action the patient took at the time of the alleged issue. On (B)(6) 2010 at 9:30 am, the patient felt symptoms of shaking, trembling and dizzy. At that same time, the patient skipped her usual dose of medication. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca assisted the patient with replacing the batteries in the meter to resolve the alleged issue. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.